Event description:
Additional device information-catalog number: ma028 was added.

Manufacturer narrative:
Additional device information-catalog number: ma028 was added. Based on the catalog number: ma028 provided, kci's assessment remains the same; it cannot be determined that the infection is related to the promogran prisma¿ matrix..

Manufacturer narrative:
Date of event: the date of the event is unknown. Device identifier was not provided and no product was returned. Based on the information provided, it cannot be determined that the infection is related to the promogran prisma¿ matrix. It is unknown if either antibiotic therapy or medical/surgical intervention was required. No additional information is available due to the limited information provided. Device labeling, available in print and online states: promogran prisma¿ matrix is a topically applied interactive wound therapy. The product is a sterile, freeze dried, composite of oxidised regenerated cellulose (orc), collagen and silver-orc, (a compound of silver and orc). In the presence of exudate the promogran prisma¿ matrix transforms into a soft and conformable, biodegradable gel, this allows contact with all areas of the wound. Saline or ringer's solution should be used to hydrate promogran prisma¿ matrix on dry wounds. Silver is a broad spectrum antimicrobial, which has been shown to be effective against wound pathogens. Caution: systemic antimicrobial therapy should be considered with wound infection is evident. Promogran prisma¿ matrix may be used, under medical supervision, in conjunction with systemic antibiotics. Application: for heavily exudating or infected wounds it may be necessary to retreat the wound with promogran prisma¿ matrix every 24 hours.

Event description:
On 30-jan-2019, systagenix reviewed the following information via an internet search for product reviews from the patient dated 28-aug-2014: the promogran prisma¿ matrix "may or may not work." The patient reported that he used promogran prisma¿ matrix for three days and allegedly experienced an infection. No additional information is available due to the limited information provided. The promogran prisma¿ matrix lot number was not provided and no product was returned, therefore a device evaluation and device history review could not be performed.